Event description:
Taper 1. Pt had abdominal pain secondary to disconnected access port tubing. Physician removed and replaced laparoscopically. F/u findings: access port tubing was broken near the connector to the band tubing.